Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device was not charging, and a 1212 "running on internal battery" alarm error occurred-- the device only ran on battery power while it was connected to the main power source. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that the device was not charging, and a 1212 "running on internal battery" alarm error occurred-- the device only ran on battery power while it was connected to the main power source. The bme ordered the replacement power supply for repair. The investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that the device was not charging, and a 1212 "running on internal battery" alarm error occurred-- the device only ran on battery power while it was connected to the main power source. The bme ordered the replacement power supply for repair. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.